Event description:
It was reported that the user sought a return for credit after training and initial use of the ilet bionic pancreas, stating that although the pump functioned, it was not suitable for their occupational demands and they experienced episodes of low blood glucose while continuing to use the device pending transition to another therapy. Symptoms included hypoglycemia, reaching a low of 54 mg/dl, with self-treatment using oral glucose. Outcomes included interruption of normal activities due to hypoglycemia episodes. Investigation included complaint intake, patient interview, and troubleshooting with education. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with cause undetermined and no device failure identified.